Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation. The pt is unable to communicate with his ipg using external devices. An sjm rep met with the pt and confirmed the no communication issue with a second charger. The pt is working with his physician to determine the next course of action. Surgical intervention is pending to address the issue.